Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user unable to vend meds from a-cart. Some kind of battery warning, machine is beeping and rn states battery low. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the station had a battery failure warning. A field service engineer replaced the battery, and the station was restarted. The codonics cable was then plugged in to ensure proper connectivity. The system was monitored for any recurring warnings, and a successful reboot was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user unable to vend meds from a-cart. Some kind of battery warning, machine is beeping and rn states battery low. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.